Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading of 50 mg/dl and treated with glucose tablets and orange juice. The customer stated that the medication made her nauseous. The customer was able to get blood glucose back up to 180 mg/dl. On (B)(6) 2016, customer's blood glucose was 300 mg/dl. Customer did not troubleshoot. The insulin pump was not returned for analysis.